Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. Evaluation summary: the device was returned for analysis. The reported suture detachment was not confirmed; however, a needle to cuff miss/ suture retrieval issue was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, suture breaks occurred during suture retrieval with both proglide devices. The sutures of two additional proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 18f and the evar procedure was completed. The successfully preplaced sutures of the two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.